Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was placed on anticoagulation medication regime of half-dose apixaban 2.5 mg orally, twice a day, and continued for 45 days. At the routine 45-day follow-up on (B)(6) 2024, cardiac computed tomography angiography (cta) identified a small thrombus measuring 0.9 x 0.5 cm on the atrial side of the closure device. Follow-up imaging was scheduled, and a repeat cardiac cta was completed on (B)(6) 2024. The patient medication regime was changed to restart a half-dose of anticoagulation medication (apixaban 2.5 mg orally, twice a day) and continue for 45 days. After 45 days, the patient will transition to aspirin (asa 81 mg orally, daily) monotherapy indefinitely presuming no device related thrombus or residual leak. There were no patient complications reported.